Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was reported the cook bakri postpartum balloon with rapid instillation components' s balloon filling tube leaked during treatment of postpartum hemorrhage (pph) procedure. The patient experienced a blood loss of approximately 400 ml. After the device was placed, it was injected with 450 ml of fluid and the bleeding was relieved. Approximately one hour later, the user returned to the ward, leakage was noted at the balloon filling tube. The user applied adhesive tape to the leaking section of the device. The blood loss before and after the product issue detected has not much difference. The patient was hemodynamically stable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The patient underwent, "lower uterine segment cesarean section, bilateral uterine artery ligation, and maternal hemostasis balloon placement¿ due to a scarred uterus. During the procedure, persistent leakage was noted at the connection of the drainage catheter to the drainage bag. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One device was returned for investigation. The balloon was function tested, and a leak was observed at the proximal end of the device. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the cook bakri postpartum balloon with rapid instillation components's balloon filling tube leaked during treatment of postpartum hemorrhage (pph) procedure. The patient experienced a blood loss of approximately 400 ml. After the device was placed, it was injected with 450 ml of fluid and the bleeding was relieved. Approximately one hour later, the user returned to the ward, leakage was noted at the balloon filling tube. The user applied adhesive tape to the leaking section of the device. The blood loss before and after the product issue detected has not much difference. The patient was hemodynamically stable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 04sep2024 stating the patient underwent, "lower uterine segment cesarean section, bilateral uterine artery ligation, and maternal hemostasis balloon placement¿ due to a scarred uterus. During the procedure, persistent leakage was noted at the connection of the drainage catheter to the drainage bag.